Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual examination found the device cracked and broken, confirming the reported allegation, the broken parts were not returned. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune fb impactor is cracked and needs replaced. No pieces were broken off. No further patient info is available at this time.